Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event. Subject device has been disposed.

Event description:
It was reported that following unsuccessful pass with two retrieval devices to treat a left intracranial internal carotid occlusion, the physician attempted to use the microcatheter (subject device) to perform mechanical removal of the clot. Due to the tortuosity of the patient¿s anatomy, the microcatheter was unable to reach the clot. A cerebral vascular dissection was noted after the microcatheter was advanced inside the patient. The physician related to the vessel dissection to the microcatheter. No further information was available.